Event description:
Evaluation summary: the distal tip was slightly flared, indicating that it may have been stubbed on advancement towards the target lesion. The stent was positioned correctly between the inner shaft markers as per specification requirements. The 14th, 15th, 19th and 20th proximal stent segments were deformed. Multiple struts from the 15th proximal segment were raised.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation and failure to cross). Failure to follow instructions ¿ (excessive force used when attempting to deliver stent). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: failure to follow instructions ¿ (excessive force used when attempting to deliver stent). User error caused or contributed to the event ¿ (excessive force used when attempting to deliver stent). Inherent risk of procedure ¿ (stent deformation and failure to cross). (B)(4).

Event description:
The physician was attempting to use one resolute integrity drug-eluting stent (3.0mm x 26mm) to treat a patient but the device could not cross. The physician used excessive force to push the device and when removed the stent struts were noted to be deformed. Another resolute integrity stent was used to complete the procedure.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ highly tortuous vessel and highly calcified lesion. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ highly tortuous vessel and highly calcified lesion.